Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 523 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and tired due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. The customer declined to perform a high pressure test during troubleshooting. It was found the customer had a hard time pushing air into the insulin vial. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.